Event description:
The reporter indicated that the device was programmed permanently to the "odd" mode. The pt had first degree atrio-ventricular block with an escape rhythm of 60 beats per minute. When attempting to perform the automatic sensing threshold test in the temporary "ddd" mode, the ventricular sensing could not be assessed. The test was immediately terminated with the regular "reasons for not sensing" message. The test worked fine for assessing the atrial sensing threshold. Pt info is not available.